Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device instructions for use (IFU) document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. While the investigation confirmed adherence/clogging of foreign material in the air/water channel, the material could not be identified and the cause of the material remaining in the device could not be specified. There were no reported reprocessing deviations from the IFU and no physical damage was found where the material was detected. A definitive root cause of the foreign material on the scope could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's report was confirmed due to the reportable malfunction noted in section b5. In addition to those findings, the following was discovered; the bending section cover adhesive was separated, a white dot was visible on a black background, and the angulations were out of specification. The cleaning, disinfection, and sterilization (cds) was performed by the customer stating that prior to any maintenance, the endoscope is cleaning and disinfected according to the recommendations in force, unless the treatment is made impossible by the device's condition. The customer did not provide the specific steps taken during the cds process. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope insufflation function operated when feeding with air but not with co2. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air / water channel was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.